Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that they were concerned about the device migrating toward the armpit. Follow up conducted with the patient's physician indicated that the device had migrated. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.